Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their neurostimulator removed due to infection. It was also noted that the device "did not provide much service to her." Add'l info was requested.